Event description:
A valiant thoracic stent graft system was implanted in a patient in zone 1 and zone 4 for the endovascular treatment of a descending thoracic aortic dissection approximately five months ago. The site of the primary tear was in the proximal descending aorta. There were 4 visible re-entry tears. The most proximal aspect of the dissection was at the lsa while the most distal aspect of the dissection was at the right common iliac. A thoracic dissection was reported. The tear originated 33 mm in length from the l cca. The maximum thoracic aortic diameter was 43 mm. The maximum true lumen diameter was 21 mm while the maximum false lumen diameter was 20 mm. The right and left external iliac arteries were 9 mm in diameter. There was no access tortuosity and mild aortic tortuosity. The access vessels had no calcification and the aortic neck had no mural thrombus. CT without contrast 12 days post implant showed the false lumen filling through a pre-existing re-entry tear below both stent grafts. No intervention was performed. Two weeks later, a CT without contrast showed that the false lumen was still being perfused. Additionally, a proximal type I endoleak was discovered and left untreated. No intervention was performed and the patient is being monitored. No additional clinical sequelae were reported. Review of returned films pre-implant show that there is a dissection which extends from the lsa to the right iliac artery. Post-implant films show that there is contrast seen outside the stent graft filling the false lumen. This is also a likely proximal type I endoleak present on the one month follow-up cta's. The cause could not be determined.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (pre-operative dissection). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (pre-operative dissection).